Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient medical history received states that the patient has pseudoexfoliation syndrome (pex) and glaucoma. Cataract surgery was combined with trabeculectomy. On an unknown date post-operatively, the patient underwent intracameral application of alteplase (recombinant tissue plasminogen activator, r-tpa) for the treatment of hyphema. Alteplase is a drug indicated for use in acute stroke, myocardial infarction, and pulmonary embolism. It is not licensed for intracameral use. Lenticular calcification was observed following the procedure in which r-tpa was introduced into the eye. Calcification developed approximately 8-9 years after implantation of the superflex 620h iol. The superflex 620h iol was explanted and has been sent directly by the healthcare professional to an independent laboratory to undergo analysis. No device analysis results are available at this time. A review of existing vigilance data from the month of manufacture of the superflex 620h iol (may 2008) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex 620h iol batch (B)(4).

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from the (B)(6) ((B)(6)) that a superflex 620h iol had been explanted due to the post-operative development of lenticular calcification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a superflex 620h on (B)(6) 2008. Cataract surgery was combined with trabulectomy. On an unknown date following cataract surgery, the patient underwent intracameral application of alteplase (recombinant tissue plasminogen activator, r-tpa) for the treatment of hyphema. Alteplase is a drug indicated for use in acute stroke, myocardial infarction, and pulmonary embolism. It is not licensed for intracameral use. Lenticular calcification was observed following the procedure in which r-tpa was introduced into the eye. Calcification developed approximately 8-9 years after implantation of the superflex 620h iol. The superflex 620h iol was explanted and sent directly by the healthcare professional to an independent laboratory to undergo analysis. The device analysis concludes "sem and edx spectroscopy revealed a layer of crystalline deposits below one surface of the rayner superflex 620h iol. The crystals were composed of calcium phosphate, most likely ca5(po4)3oh. No information was received about manufacturing history. In summary it is not possible to say how this iol opacification appeared". The results of the device analysis are discussed further in section 5 of the report. This section states "the granular deposits below the surface of the iol can be responsible for a decrease in visual acuity that lead to iol explantation6. In this case the opacification could be observed on only one side of the lens. The edx results confirm calcification - with deposits observed in the central optic of one side of the iol and on the haptics. The literature on iol opacification suggests that systemic diseases might play a role in causing opacification. Diseases and/or the following medical treatment can change the ion-concentration for several salts in the aqueous phases of the eye. A small difference in the solved salts can lead e.g. To a very small difference in the ph-value and side-reactions can be favoured which generate different micro-environments for artificial tissues or materials like the polymer of the iol. Such a different micro-environment can lead to opacification/calcification of an iol polymer by infiltrating the polymer with ions up to a certain concentration and finally crystals start to grow7. The processing steps during iol manufacture as well as iol-packaging may also facilitate opacification of the optic material3. Impurities introduced during manufacture, for example, silicone particles, are considered to be a potential causative factor4. Corneal or vitreoretinal surgery (subsequent to the lens implant surgery) with the intracameral injection of either gas or air as well as using recombinant tissue plasminogen activator (rtpa) seems to increase the risk of opacification1,2. The rayner superflex 620h iol serial number is known but the manufacturer has not reported that the manufacturing or packaging record of this iol was in any way unusual. As the patient received several ocular treatments it is not possible to proof if there is a direct correlation of the opacification with one of these treatments in this patient. In a case such as this the exact cause cannot be determined. It may not be due to one causative. A number of authors suggest causation is multi-factorial3,5". A medical device alert was issued by the UK medicines and healthcare products regulatory agency on 21st january 2010 regarding opacification of iols following intracameral use of alteplase (recombinant tissue plasminogen activator, r-tpa).

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from the german health authority (bfarm) that a superflex 620h iol had been explanted due to the post-operative development of lenticular calcification.